Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was doing very well up until recently when the patient noticed shortness of breath with minimal exertion and elevated lactate dehydrogenase (ldh). The patient was admitted to cardiology service and was found to have moderate to severe aortic insufficiency. The ldh was elevated up to 2000 u/l and came down to 800 u/l. However the patient was not feeling well this morning with nausea and vomiting with a slightly elevated creatinine to 1.2. Therefore, a decision was made to take the patient to the operating room and change out the lvad and the repair of the aortic valve. Of note, over the last week or so there have been discussions with the trans catheter aortic valve team who officially denied her candidacy for trying catheter aortic valve implant. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.